Manufacturer narrative:
The device was returned for evaluation. Upon visual inspection of the device, it was confirmed that the downstream occlusion sensor (dso) seal had bubbled. During the investigation, an error code message was identified in the device information folder and in the pump's event history logs. As a corrective action, the error code was cleared, the software application was reinstalled, and the dso seal was replaced. A device history records (DHR) review was not performed as the device was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Operator of device is unknown/other. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the downstream occlusion sensor seal bubbled. This was observed during bench testing and there has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.